Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a patient experienced rings in her vision and had difficulty reading. The lens was exchanged. Add'l info was rec'd from the surgeon, who reported the event resolved following the lends exchange. The surgeon also reported that the patient never adjusted to the multifocal lens following the surgery. A yag was completed with no patient progress prior to the lens exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece. The cartridge/handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was rec'd (B)(6) 2014. (B)(4).